Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6). It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, femoral osteolysis and peri-prosthetic soft tissue abnormalities were noted. The simple fluid collection on the posterior lateral quadrant of the left hip measured 17.7 x 22.6 x 4.1 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, femoral osteolysis and peri-prosthetic soft tissue abnormalities were noted. The simple fluid collection on the posterior lateral quadrant of the left hip measured 17.7 x 22.6 x 4.1 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.